Event description:
Boston scientific received information that during a follow-up, atrial undersensing was observed. A microdislogement was suspected. To resolve the issue, the device was reprogrammed from vdd to vvir. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.